Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. It was reported that the event was noted in the device history. There were no reports of any pt involvement, adverse pt events or reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the touchscreen response was intermittent. It was noted that the key would randomly get stuck and become unresponsive and attempts to recalibrate the touchscreen failed. A visual inspection found fluid spillage on the edge at the bottom the lcd touchscreen. The probable cause was due to contamination from fluid ingress which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.